Manufacturer narrative:
Retainer ring: black. Patient returned insulin pump with an alleged pump error 38 alarm during rewind followed by pump error 53 and frozen display on (B)(6) 2021. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay, scratched case. Device passed sleep current measurement, active current measurement, and self tests; it failed the rewind test. No unexpected frozen white displays or pump error 53 were noted during testing. During motor rewind, the pump returned an unexpected pump error 38. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the pump error 38. Thus software was utilized and uploaded trace/history files properly. Using the adapt tool pump error 53 alarm (file number: 2005, line number: 5632) is confirmed in the history file [(B)(6) 2021 at 03:47 / (B)(6) 2021 at 21:58, 21:59, 22:02] due to a software error, and pump error 38 alarms were found in the history file [(B)(6) 2021 at 21:57, 22:01, 22:03, 22:04, 22:07, 22:08, 22:12, 22:13, 23:19 / (B)(6) 2021 at 03:53]. The case was cut open. After visual inspection, there is corrosion on the home motor switch. Also the gearbox is jammed. In summary, the patient's allegation of a frozen white display was not confirmed whereas pump errors 53 and 38 were confirmed during testing. The pump error 53 is due to a software error, and the pump error 38 is due to both a corroded home switch and a jammed gearbox. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. Customer stated that unable complete rewind process. The customer stated they were not able to clear the alarm. Customer also reported for frozen display. Customer stated that they monitoring insulin pump for 2 hours but frozen display reoccurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.